Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient removed the cap from the catheter. The day after the onset of peritonitis, the patient was hospitalized the peritonitis. The patient was treated with vancomycin ip (dose and rate unknown). The patient was discharged from the hospital the next day after being admitted. On an unknown date in the same month, the patient recovered from peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.